Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "inadequate range of motion due to improper selection or positioning of components, lack of rotator cuff, and inadequate function of the deltoid." This report is number 4 of 4 MDR's filed for the same patient (reference 1825034-2016-03952/ 03978 / 03979 and 1825034-2013-01519).

Event description:
Patient alleges continued range of motion issues with shoulder arthroplasty, after having a shoulder procedure to remove excess bone and cement in the joint space. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).